Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in june 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a easy flow ultra-set leaked heavily around where they enter the unspecified irrigation bags. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.